Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during drain three of five while the patient was connected. There was nothing unusual found during troubleshooting that would cause or contribute to the reported event. The renal therapy service agent assisted the patient in removing the set-up. There was no patient injury or medical intervention associated with this event. No additional information is available.